Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension exl 200 system. Siemens is investigating the event. MDR (B)(4) was filed for the same event.

Event description:
A discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension exl 200 system. It is unknown if the falsely elevated result was reported to the physician(s). It is unknown if the same sample was reprocessed or if a new sample was drawn from the same patient and processed on an alternate non-siemens system. However, a lower result, considered correct, was obtained on an alternate non-siemens system at another laboratory. There are no known reports of adverse health consequences due to the falsely elevated loci high-sensitivity troponin I (tnih) result.

Manufacturer narrative:
Additional information (06-feb-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the available instrument data logs and the information provided by the customer. Hsc requested the customer send the patient sample to siemens for internal investigation. The customer did not send the patient sample to siemens for testing. No product non-conformance was identified with the loci high-sensitivity troponin I (tnih) assay or the dimension exl 200 system. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00339 was filed on 29-dec-2022. Initial MDR 2517506-2022-00340 was filed for the same event on 29-dec-2022. MDR supplemental 2517506-2022-00340 supplement 1 is filed for the same event.